Manufacturer narrative:
.

Event description:
The customer reported that the unit was filing the room with mist. The customer stated the mist is starting to irritate her but she wants to run another cycle. Upon follow-up the customer reported that she felt dryness in her throat. She denied requiring medical attention. She stated that she recovered without further issue.